Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed last error code 45986 during testing. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. During investigation it found the internal battery was drained and required charge and the battery door was missing. The reported problem was confirmed. The unit was charged, and the door was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.